Event description:
Physician was attempting to replace an arterial femoral sheath. The guidewire was removed and part of the catheter sheath was noted to be stripped off of the guidewire. Pt was taken to surgery for right groin exploration, right femoral artery repair, and attempt of placement of arterial cannula.